Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was noted that the duodenovideoscope exhibited a burn mark on both the camera cover and the forceps elevator. Additionally, there was evidence of adhesive peeling around the light guide lens. No patients were involved or affected by this issue.